Event description:
It was reported that the barrel 1cc s/t w/sil no bd logo/tb bns experienced foreign matter in the fluid path. The following information was provided by the initial reporter: the customer(s) is/are alleging an excessive amount of silicone in the barrel. It is clogging the venting media which inhibits/prevents air from exiting the product (a pre-set arterial blood gas syringe) and therefore from filling with the correct amount of blood, and excess silicone also migrates to the outside of the luer tip which causes the needle to disengage from the syringe. [In this application, the plunger is set to a predetermined fill point, the stick is made and air is supposed to exit the syringe via the venting media (being forced out by the arterial pressure), and thereby filling the barrel interior to the pre-set plunger position.]

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 0233244; d.4. Medical device expiration date: na; h.4. Device manufacture date: 2020-08-20. D.4. Medical device lot #: 0167848; d.4. Medical device expiration date: na; h.4. Device manufacture date: 2020-06-15. Investigation: h.6 investigation summary: since no samples displaying the reported condition were received the reported defect could not be confirmed. During process evaluation, the following areas of improvement were identified and will be acted upon. 1. Barrel sensor that activates silicone gun will have a custom-made cover fabricated and installed. This action should protect the sensor from foreign matter that could make it malfunction and not properly activate the silicone gun. Due date: (B)(6) 2021. 2. Silicone heating system is being evaluated for upgrades. Due date: (B)(6) 2021. A device history record review was completed for provided lot number 0167848. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. A device history record review was completed for provided lot number 0233244. A review showed insufficient silicone issue was reported during the production. Product was requalified per applicable acceptable quality limit before production resumed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel 1cc s/t w/sil no bd logo/tb bns experienced foreign matter in the fluid path. The following information was provided by the initial reporter: the customer(s) is/are alleging an excessive amount of silicone in the barrel. It is clogging the venting media which inhibits/prevents air from exiting the product (a pre-set arterial blood gas syringe) and therefore from filling with the correct amount of blood, and excess silicone also migrates to the outside of the luer tip which causes the needle to disengage from the syringe. [In this application, the plunger is set to a predetermined fill point, the stick is made and air is supposed to exit the syringe via the venting media (being forced out by the arterial pressure), and thereby filling the barrel interior to the pre-set plunger position.]